Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with closurefast catheter, 7f, 100cm. The customer states that the pt was treated with closurefast device on (B)(6) 2012. The pt was admitted to the hospital emergency room on (B)(6) 2012 for severe leg pain/thigh pain. The customer states that on (B)(6) 2012, the blood culture from the pt came back positive for clostridium, and wound debridement of the left thigh and treatment was performed for necrotizing fasciitis. At the time of this report, the pt was still hospitalized.

Manufacturer narrative:
Submit date: 04/12/2012. An investigation is currently underway. Upon completion, the results will be forwarded.